Event description:
Boston scientific received information that this right ventricular lead was taken out due to perforation and the rv lead port was plugged. The medical doctor asked the field representative to program the device to aai mode. Boston scientific technical services discussed about possible unexpected issues if lead port was plugged. It was also mentioned that the patient had symptoms of fullness and that the lead will not be returned since the md scraped the lead. This rv lead was no longer in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The event and explant dates provided do not make sense, so they were left off of this report.

Manufacturer narrative:
(B)(6) 2014 - the event description reported for this lead was incorrect. There is no reportable event for this lead.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.